Event description:
During the routine follow-up of the device involved in this report, an unspecified error message was displayed while the physician wanted to review the heart rate curve stored in device memory.

Manufacturer narrative:
(B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated (B)(4) 2009), ela is filing this MDR at this time. (B)(4).